Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set plastic cannula broke into the patient's buttock. The patient's parent reported that there was no infection and that the cannula could be felt under the patient's skin. No permanent injury was reported. See MFR: 3012307300-2017-00790, 3012307300-2017-00849, and 3012307300-2017-00850.